Manufacturer narrative:
No system or probe malfunction is alleged. Additionally, the probe was disposed of and is not available for investigation. In reviewing the CT images of the ablation zone taken by the physician immediately following the ablation procedure, the ablation zone was identified to be irregular in shape. Physician and neuwave concluded that the probe moved or "migrated" from the original placement during the 5 minute ablation period. The original probe placement allowed sufficient margin from the edge of the expected ablation zone to the pleura. Due to the probe migration during power delivery, the final probe position allowed the pleura to be within the expected ablation zone. The exact cause of the probe migration cannot be determined.

Event description:
A percutaneous lung ablation was performed using a certus 140 and a certuspr probe. System was set for 65w and 5 minutes. The ablation procedure was completed without incident. Several days following the ablation procedure, the physician diagnosed the patient with a broncho-pleura fistula which required surgical intervention on (B)(6) 2012. The physician did not allege any device malfunction. The probe was disposed of and not available for analysis.